Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the bar on top of the dolphin I scope handle fell out making the handle inoperable. The alleged issue was detected prior to patient use.